Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the programmer lost bluetooth connection between the base and the patient connector twice. Both times the connector did not reconnect to the base and the session had to be terminated to reestablish connection. On one attempt to reconnect the application froze and the user had to close the application to get a response to any inputs. It was noted that the device and the patient connector were within 12 inches of the base the entire time. It was further reported that when using the mobile programmer application, the sensing numbers were extremely inconsistent, ranging from completely undersensed at .5mv to oversensed at 3v on a lead connected through the electrophysiology (ep) pin box. When connected to a different programmer, the analyzer numbers were consistent at 1.0 mv and had no issues for comparison. The reported programmer remains in use. No patient complications have been reported as a result of this event.